Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan one touch release pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the bladder of cylinder 1. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces indicated burn-like marks, indicating that the site had been in contact with a cauterizing tool. A separation was noted in the shorter exhaust tube of the pump near the connector. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. No abnormalities were noted with cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning may have then caused the shorter exhaust tube of the pump to be kinked onto the connector for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of non-conforming reports revealed no non-conformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device was replaced due to a malfunction. Cylinder leak/hole was reported. The original reservoir was left in the patient.